Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope distal end cover had burn marks. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event likely occurred when high-frequency ablation was performed while the tip of the treatment device was not visible within the endoscope¿s field of view or when it was positioned close to the tip of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.